Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, with blood glucose reaching 430 mg/dl and remaining elevated for approximately five hours despite system-delivered corrections; customer support guided infusion set and full supply changes, and the device was observed attempting corrections without adequate glucose reduction. Symptoms included nausea and shakiness. Outcomes included assistance from a family member with no other medical intervention or hospitalization. Investigation included troubleshooting and education with review of device reports. Investigation of this case revealed that hyperglycemia occurred with suspected infusion set dysfunction, though the cause remained unclear after supply replacement and persisted elevation despite automated corrections. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.